Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl. Customer stated that they received some faulty infusion set and insulin was not getting absorbed. Customer also stated they were on steroids medications for sinus infection and just had surgery for that. Customer stated that the blood glucose was fine when they were off to sinus medication. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.